Manufacturer narrative:
(B)(4). Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Upon receipt, the device does not have power due to overheating. A definitive root cause cannot be determined device is used for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the battery did not provide power due to overheating. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported.